Event description:
Information received by medtronic indicated that the insulin pump screen had a line. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located on the lcd screen (horizontal line) found on (B)(6) 2021. The pump was received with a horizontal white lines across the lcd display (missing segments/partial display) due to cracked lcd glass. The pump passed the displacement test however, failed the self test due to missing segments/partial display. No damage or moisture damage was found on pcba 2. The motor, and force sensor. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Missing segments/partial display is confirmed due to cracked lcd glass.